Manufacturer narrative:
The calibration was within the specified ranges. The qc recoveries were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace had a "sample short" alarm. The field service engineer (fse) inspected the analyzer but could not establish or duplicate the event. He verified all the analyzer's pressures, levels, and the adjustments of the prewash and measuring cell sippers. He verified the analyzer's performance with a successful precision check. The field applications specialist (fas) investigated the event and determined that cellular artifacts in the patient sample had caused the event, as the customer centrifuges the patient samples for only three minutes. The investigation determined that the customer's improper handling of the patient sample tubes had caused the event.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2025: the initial result of the first patient sample from the analyzer was 90.1 ng/l. On (B)(6) 2025: the result of a second patient sample (collected one hour after the first sample) from the analyzer was 6.00 ng/l with a data flag. The following are the repeat results of the first patient sample, which was rerun due to a delta check: the first repeat result from the analyzer was 6.00 ng/l with a data flag. The second repeat result from another e 801 analyzer was 6.00 ng/l with a data flag. The third repeat result from another e 801 analyzer was 6.00 ng/l with a data flag. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.